Manufacturer narrative:
Visual inspection: external deposits on the reservoir. A permeability test has shown that the m.blue has a blockage. The reservoir is permeable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. The brake functionality test has shown that the brake function operates as expected. However, the click force could not be measured due to the non-adjustability. Because the valve is not permeable, a computer controlled test is not possible. After dismantling of the valve, deposits were found in m.blue for the sake of thoroughness and transparency, we would like to point out that an permeability test were already carried out after the revision at the hospital. Based on our investigation, we can determine a blockage and a non- adjustability of the m.blue at the time of our investigation. The detected deposits can be named as the cause for the functional impairment. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (part # fx816t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 2 months. Height: 84.5 centimeters (cm). Weight: 9.8 kilograms (kg). Gender: male.